Manufacturer narrative:
The returned device was evaluated. External inspection revealed the top lcd display is recessed. During testing the unit was able to power on using both ac and battery power. When powered on the led display digits illuminate in random patters, obscuring measurement values. Internal inspection revealed the lcd display screw mount loop was broken and the ac module ground pin is broken away from the system board. The user interface board component us led driver has failed, resulting in an incorrect led display. The user interface board was replaced and the unit functioned as designed.

Event description:
The customer reported some of the display segments are missing. No patient impact or consequences reported.